Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen for a follow-up after a transtelephonic check noted a rate of 64.5 ppm when the base rate was programmed to 70 ppm. Interrogation of the device revealed dashes (---) for multiple parameters and a high current drain (80ua). Attempts to return to standard and download the micro- processor were unsuccesful.